Manufacturer narrative:
(B)(4). Publication year of 2014. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/ batch number has not been provided.

Event description:
Title: isolated roux-en-y anastomosis of the pancreatic stump in a duct-to-mucosa fashion in patients with distal pancreatectomy with en-bloc celiac axis resection. Author/s: ken-ichi okada, manabu kawai, masaji tani, seiko hirono, motoki miyazawa, atsushi shimizu, yuji kitahata, hiroki yamaue, citation: j hepatobiliary pancreat sci (2014) 21:193¿198; doi: 10.1002/jhbp.16. The aim of this prospective study is to evaluate if the pancreaticojejunostomy (pj) performed in a duct-to-mucosa fashion would provide a favorable outcome by decreasing the back pressure not only in the main pancreatic duct, but also in the branch ducts. Between april 2008 and august 2012, a total of 26 patients were divided into two groups based on the time period of the treatment to assess the effect of pancreaticojejunostomy (pj) at the pancreatic stump: 13 patients (n=10 males and n=3 females, mean age: 63 years) with no anastomosis (until february 2011) and 13 patients (n=7 males and n=6 females, mean age: 68 years) with roux-en-y pj performed in a duct-to-mucosa fashion (after february 2011) who expected to undergo dp-car for pancreatic body/tail carcinoma were included in the study. In the no anastomosis group, the pancreatic parenchyma was resected by bipolar scissors (ethicon) (n = 6), an ultrasonic dissector (harmonic focus) (ethicon) with main pancreatic duct ligation (n = 1), or with a stapler device (echelon 60 with a gold cartridge compressible thickness to 1.8 mm) (ethicon) (n = 6), according to the status of the pancreatic transection site. In the pj group, the anastomosis was performed in a non-stented duct-to-mucosa fashion using a single layer of interrupted 5-0 pds stitches (ethicon). Complaints included pancreatic fistula [grade a: n=1 with pj, grade b: n=4 in no anastomosis group and n=1 with pj group, grade c: n=1 in no anastomosis group and n=1 with pj group], gastroduodenal perforation (n=2 in no anastomosis group), intra-abdominal abscess (n=3 in no anastomosis group, n=1 in pj group), grade c intra-abdominal hemorrhage (n=3 in no anastomosis group, n=3 in pj group). In conclusion, the greatest advantage of isolated roux-en-y anastomosis of the pancreatic stump in a duct-to-mucosa fashion is to suppress the leakage with extremely high amylase level, which could reduce the incidence of clinically significant pancreatic fistula after dp-car.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/29/2020 h1: MDR decision: serious injury. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable death and is being considered a serious injury. Journal article was reviewed by ethicon medical safety officer: this is an expected and known complication. The study was designed to see if they could reduce the high incidence of post-op hemorrhage in this group of patients. There is no indication that the death was device related.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.